Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and two shocks due to supraventricular tachycardia (svt). Technical services (ts) recommended programming options. No additional adverse patient effects were reported. This ICD remains in service.